Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the instrument was not available for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
The event investigation is in progress and no product has been returned for evaluation. An advanced stapler log review shows the instrument shows the instrument was installed on the system 14 times and fired 12 reloads (3 blue, 2 green, 2 blue, 1 white, 1 blue, 1 green, 1 white, 1 black, in that order). There were no incomplete clamps by this instrument. On installs 1, 3, 5-9, 11, 13, 14, the firings were completed with no pauses for compression. On install 2, the firing was completed with 1 pause for compression. On install 4, the system failed to detect the reload color, and the user manually selected the green reload, but no clamping or firing was performed. On install 10, the firing stopped prior completion. On installs 11 and 13, the system failed to detect the reload color, and the user manually selected the green and white reload colors, respectively. On install 12, the stapler failed to initialize with the system. Parameters of the error indicate that the lockout mechanism was detected. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted left pulmonary segmentectomy procedure, a green sureform 45 reload was recognized by the system as a black surefrom 45 reload prior to being fired with a sureform 45 stapler instrument. Visually, the staple line was "fine" and the procedure was completed robotically. However, the patient had a prolonged air leak and the surgeon is unsure if it had anything to do with the stapling issue. It is also unknown what medical intervention, if any, was rendered due to the complication.